Manufacturer narrative:
Evaluation summary: an evaluation of the DHR (inspection documentation, work order and sterilization processing documentation) did not show any rejections or anything out of the ordinary concerning the manufacture and processing of this part. An examination of finished goods (those parts still in ortho development's inventory) shows none of these parts remains in inventory and there have been no other formal complaints regarding the parts contained as part of this lot. The part was examined by a knee product development engineer. The explanted insert showed signs of damage, but this damage most likely occurred after the tibial insert became loose in the body. (B)(4)

Event description:
Ps tibial insert loosened.